Event description:
It is reported that a customer experienced high blood glucose of 500 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer stated they had issues with the battery and the sensor which caused inaccurate low readings. The customer stated they had resolved the issue and the pump works as designed. The customer was sent a replacement sensor but did not keep the old sensor to return for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.